Manufacturer narrative:
The device has been received by anspach. Reliability engineering evaluated the device, and the reported problem was confirmed. The motor exhibited damage to the locking mechanism that created friction that produced the reported heat. The damage to the motor's locking mechanism was consistent with either improper assembly or power braking. If additional information is received, a supplemental report will be sent.

Event description:
Report received from (B)(6) stating the device was "heating." The device was being used during a procedure. The date of the vent is unk. No pt or user injuries were reported. There was no additional information provided.